Event description:
It was reported that, "proximal end of device had a crack. Patient was revised.

Manufacturer narrative:
Additional information, has been requested and if received, will be provided on a supplemental report.